Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that the patient's pulse generator reached elective replacement indicator prematurely. On (B)(6) 2019 the patient experienced seizures related to loss of capture since the patient was pacer dependent. It was also noted, the lead pacing impendence had changed rapidly during that time. Patient was given cardiopulmonary resuscitation and transferred to hospital. The device was explanted and replaced on (B)(6) 2019. The patient was discharged.